Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis results revealed the presense of oversensing. Egm signal analysis of ventricular tachycardia episodes on (B)(4)-2010, shows atrial tachycardia event sensed as ventricular tachycardia episode and responded with ventricular anti-tachycardia pacing (atp).

Event description:
It was reported that there was a diagnostics problem with the device. The device is still in use. No patient complications were reported as a result of this event.